Event description:
It was reported that there was occasional t-wave oversensing (twos) on the right ventricular (rv) lead. It was noted that blanking could not be positioned far enough to blank twos. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2012 (B)(6); 4196 implantable pacing lead 2012 (B)(6). (B)(4).